Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from the USA stating that the device was overheating. It is known that the device was not being used during surgery. It is unk if there were injuries. It is unk if medical intervention was reported. The date of the event is known. There was no additional information provided.